Event description:
A malfunction alarm was reported by the customer, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which was acknowledged and understood by the caller.